Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument was not closing the clips properly. The procedure was completed with no reported injury.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have a derailed grip cable from its normal position at the distal idler pulley. The grip cable was not broken. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.